Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to patient's reported skin irritation/infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. From the omnipod insulin management system user guide (14421-aw user guide rev h/2016). Using the pod 5/page 44, warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Using the pod 5/page 59, avoid infusion site infections always wash your hands and use the aseptic technique to prepare the infusion site before applying a pod. Do not apply a pod to any area of the skin with an active infection. If you are unsure whether to use a specific site, ask your healthcare provider. At least once a day, use the pod¿s viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place. Be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider. Change the pod as instructed by your healthcare provider.

Event description:
Patient's mother reported that her daughter had fluid oozing from irritation site on her arm. Device had been worn between 36 and 48 hours. Hcp (health care provider) treated with vaseline and gauze to prevent further infection. The patient was later prescribed bactrim and sulfameth to treat (B)(6). It was also reported the patient had bg level of 400 mg/dl.